Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high-resolution stereo viewers (hrsv). The system was verified and ready for use. Hrsv 1: in log reviews, no related errors were found that could be associated with the reported event. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed in a golden system, where the component display a solid black screen, replicating the reported event. Hrsv 2: there are two hrsvs returned from the site and the issue was replicated on the right hrsv. The unit was installed onto the golden system where the unit functioned as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, using a dual console system set up, the customer reported to technical service engineer (tse) that the surgeon side console (ssc) one had no video in right eye. Tse reviewed the logs and found a 121 fault for brightness in the ssc right monitor. Tse recommended to hard power cycle the console. The customer opted to use a single console system for completing the procedure with no reported injury.